Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The implantable pulse generator (ipg) was returned and analyzed. Analysis findings demonstrated grommet and set screw damaged. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (B)(4) have been implemented to address this issue.

Event description:
It was reported that the physician was unable to engage wrench in rv port during implant. Another device was implanted. No patient complications were reported as a result of this event.